Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7070452.

Event description:
It was reported that the patient had an infection at the midline incision site. Symptom of pain was noted. The physician believed that the infection was not device nor procedure related. The patient was prescribed antibiotics and underwent a lead explant procedure. The patient was doing well postoperatively and the explanted devices were discarded.